Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10121173.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2024 wherein two additional drg leads were implanted to address the issue. No product was explanted, and therapy was restored post procedure. Investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.